Manufacturer narrative:
The reported event r-wave amp variation was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.

Event description:
It was reported during implant procedure that the right ventricular lead exhibited sensing amplitude variation. The lead was successfully exchanged. The patient was stable and asymptomatic.